Manufacturer narrative:
On 15-jan-2021, mentor received additional information regarding the suspected medical device. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, excess breast tissue. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with an unknown mentor saline breast implant and experienced postoperative left-sided deflation. The patient had breast asymmetry due to the deflation. In addition, the patient had excess breast tissue bilaterally. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2020. During the explantation surgery, excess breast tissue was also removed. The patient has fully recovered after the revision surgery. The date of implantation was estimated as (B)(6) 1980 based on available information.